Event description:
It was reported that during a routine follow-up visit, the telemetry of this pacemaker was checked. The latitude programmer screen displayed a warning that this pacemaker had declared safety mode. The patient was immediately admitted to the hospital and underwent surgery to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that during a routine follow-up visit, the telemetry of this pacemaker was checked. The latitude programmer screen displayed a warning that this pacemaker had declared safety mode. The patient was immediately admitted to the hospital and underwent surgery to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return. Additional information: numerous requests were submitted for product return; however, this device has not been received for investigation. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.